Manufacturer narrative:
The following sections could not be completed as limited information was available: product identification & expiry date. Manufacture date. The product identification necessary to review manufacturing history was not provided. Surgical technique was updated and now states "the measurements specified with the proximal bodies are defined as the distance from the center of the anatomic neck to the resection level. If using an intercalary segment, the amount of additional reconstruction required is labeled. For example, a 30 mm segment adds 30 mm to the total."

Event description:
It was reported patient underwent a proximal humeral replacement procedure on (B)(6) 2012. During the trialing process of the procedure it was unknown to the surgeon that the trial to stem taper adapter added 30mm to the construct. After the actual implants were assembled it was noticed the construct was 30mm short and did not adequately match patient's anatomy. Subsequently, the surgeon used a different sized implant to complete the procedure.